Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
The nurse reported that a couple of months ago she dressed a wound on a patient's leg with aquacel foam and when she took the dressing down a few days later the area where the dressing had been was red, like sunburn and the superficial layer of skin came away with it. She further informed that the dressing was on for a few days and she then changed the dressing out with another aquacel foam and the are returned back to normal after the change. The nurse notes that the wound was unaffected by the change. The nurse further reported that a month later, that a nurse applied aquacel ag extra on the patient and when the pt came back the area had become red again. The nurse discontinued use of the aquacel ag extra and replaced it with another product.